Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue and experienced high blood glucose level, which the patient tried to self-treat with a bolus via pump. The patient went to the emergency room due to diabetic ketoacidosis and high blood glucose level reported to be 1100 mg/dl at the time of arrival. The patient also had high level of ketones identified to be dangerous/life threatening by a healthcare professional. The patient was put on an insulin drip and was in the emergency room for four hours. Subsequently, the patient was admitted to the hospital where the patient received insulin drip, which resolved the issue. The infusion set had been in use for one day. The patient went back to using the pump while in the hospital and had two more kinked cannulas. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.